Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision with mentor siltex round spectrum 475cc (left) and mentor siltex contour profile spectrum 450cc (right) and experienced a bilateral chest injury, a deflation and device migration on the left side, and capsular contracture baker grade 4 on the right side post-operatively. All were confirmed by a physician via 3d mammogram and an ultrasound. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 425cc, catalog # 3504254bc, serial # (B)(4) (left) and (B)(4) (right) on (B)(6) 2019. This report is for the left side device.